Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2023-16529. The valve was not received for evaluation as it remains implanted. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedurespecific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, the guide catheter (a non-edwards device) interacted with the commander delivery system balloon, pushing the valve ventricularly, and ultimately causing it to embolize into the left ventricle. It is noteworthy that using a guide catheter to prevent coronary occlusion can lead to interactions with the commander delivery system balloon, hindering proper deployment. This interference resulted in valve embolization into the left ventricle, as reported. As such, available information suggests that procedural factors (interaction between guide wire (non-ew device) and the commander delivery system balloon) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported, during a transfemoral tavr case involving the implant of a 26mm sapien 3 ultra valve within a failed 34mm corevalve evolut pro valve, the physician placed guide catheters, wires, and stents in the lca and rca to prevent coronary occlusion. The guide catheter was not removed from the lca. During deployment of the 26mm s3u valve the commander delivery system balloon came in contact with the guide catheter and pushed the valve ventricular. The s3u valve embolized into the left ventricle. The patient was taken to the or to have the valve removed and a surgical valve put in place. The patient was stable post procedure.